Manufacturer narrative:
Technician found the bed on eighth floor. Bed exit and mattress control cover was damaged, pushed back into left intermediate siderail. Bed exit pc board sound button was not working, gummed up by fluids. Replaced cover, bed exit detection pc assembly and labels to resolve this issue.

Event description:
Account alleged that the bed exit and mattress control cover were damaged. No injury reported.